Manufacturer narrative:
Intuitive surgical inc. (Isi) received the white sureform 45 reload associated with this complaint. Failure analysis did not confirm the reported event. The reload was returned used and fired. It was not returned with an instrument. Visual inspection displayed no signs of physical damage to the cartridge, knife, pushers, or cover. The cover was removed, and the reload was inspected. There was no damage to the reload or its components. No product issue was identified.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Additional information: intuitive surgical inc. (Isi) received the sureform 45 stapler associated with this complaint. Failure analysis did not confirm the reported event. The instrument was placed on an in-house system. The instrument passed recognition and engagement. The instrument clamped, fired, and unclamped successfully. No product issue was found. Based on the investigation results, customer reported issues may be due to other factors unrelated to the product.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Intuitive surgical, inc (isi) did not receive a da vinci product to perform failure analysis. Stapler logs showed the sureform 45 stapler was installed on the system 2 times and fired 2 white reloads. On each install, the first clamp was successful, and the firings were completed with no pauses for compression. The instrument was then removed and not used in the procedure again. There were no stapler related errors in the logs.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the staple line of a sureform 45 white reload was incomplete, requiring an additional staple line to repair the defect. The procedure was completed robotically. Intuitive surgical, inc. (Isi) has attempted to obtain additional information; however, as of the date of this report, no further details have been received.